Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: while building an ileum-conduit, the device was unable to fire. While transecting small bowel it was not possible to move forward the staple pusher. This happened with some loading units. An examination shows that the loading unit was formed like a curved bridge. There was a little split between the cartridge and the house of the staples. Another box was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Two units were received with the knife blade assemblies disengaged from the cartridge. All three units were fully fired. Functional evaluation was unable to be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. However, a secondary unrelated condition of a misuse of the product was observed. Replication of the disengaged knife blade assembly occurs when the firing handle is over retracted after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.